Event description:
It was reported that while trying to deploy the filter in the vena cava at the l2 location, the filter legs hung up at the end of the delivery catheter. The doctor tried to pull the filter down with a snare, but was unsuccessful and ended up deploying the filter in the vena cava at the l4 location. No other filter was placed and no further complications were reported.